Event description:
Through internal inspection of rochester medical inventory and testing it was determined that there was a potential for an incomplete seal of the sterile product package. No customer complaint about this package failure have been rec'd.